Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A quidel representative visited the site to review the protocol and collect data for investigation. A follow-up MDR will be filed with additional investigation information. Root cause: insufficient information. Source: phone.

Event description:
Reported conflicting flu a, flu b, or sars result (exact analyte unknown) for 1 symptomatic patient when the test cassette was run in an alternate analyzer. No confirmatory testing had been completed. The customer communicated that the site was running high volume testing (approximately 1,200 patients per month) over a 90-day period. The results of concern were between 15-60 patients, approximately 1% of total testing. Additional mdrs will be filed for each patient event.

Manufacturer narrative:
Correction: b4 - added today's date of the follow-up correction report. H6 - added code 4112 to the type of investigation codes as the investigation is now complete. Please remove code 3233 from initial report. H10 - updated investigation conclusion for the manufacturer narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. A quidel representative visited the site to review the protocol and collect data for investigation. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue.